Manufacturer narrative:
G4: 07mar2020 b4: (B)(6)2020. Primary speaker assembly received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the customer complaint was unable to be verified and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2020.

Event description:
The customer reported primary alarm failure. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the primary speaker to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended.